Event description:
Currently diagnosed with fibromyalgia, other indicators include fatigue chronic pain, disintegration of back, neck, bone joint pain, neurological issues, memory, brain fog, burning sensation in arm pit and down arm with pins and needles known as parathesis, night sweats, severe headaches, ringing in ears, hormonal levels affected, anxiety disorder; all have slowly been added to my medical chart over the years starting in 2012. As of last week my gp said we will be looking into autoimmune disorders, again. I had been checked for them in the past. Possibly of multiple sclerosis past MRI showed no demyelination. However, we are again going down the road of diagnosis rounds of testing, imaging etc. I was in the "test" group study for allergan breast implants. When the implants became available. I was anxious to get them, they were marketed to us as "safe" I was told they had been the most studied device ever to be put inside a human body. That there was more than 25 years of research to back up. The evidence of safety. In no way was I told that I was an actual "study" on the safety of the product. Implants were already supposed to be safe. I was led to believe that the tracking of bifs was for pts to answer questions regarding surgery, implants performance of device. Basically, so the allergan company could account for all device implants. Never was told that I was a test subject for the safety of an pulled device that was later re-introduced into the market as a safe product. If I would have known this ahead of time, (product was not tested, not safe) these companies were told to supply satisfactory evidence of safety of their own product that they had implanted into many thousands of women and told to monitor them for 10 years is an affective way to tell if a product is safe or not. I was misinformed and mislead, between the surgeon who wants to make money, the company's who make the profits are not going to say, they are not safe! That they didn't do enough research into the new silicone product before it hit the market that there are potentially serious health risks later down the road including those which I complained about. The FDA, should have never released a product they originally decided was unsafe, allowing for this to happen to myself and many hundreds of thousands of women, that we were the test group, and most everyone who has them is sick! The studies are flowed and not completed yet-as the 10 year span has not run out yet, the two companies in question and FDA do not have to publish official conclusions on the safety of implants, yet! A recall needs to be done or a law suit to be filled, please there are so many women and their families are affected by their decision to have implants thinking they were safe. We are a burden on the medical system, unemployment rates, mental illness, disability and suicide is also prevalent among breast implant pts. I would not have gone augmentation in 2006. I was under the impression they had been studied safe and that is why they were available again to the public. Who is keeping us safe? I'm sick, can't work and no money to have them removed, insurance doesn't pay for the procedure. I am like many other women are stuck with these pollutants in our body's. Please help. Because of conditions listed above, I now take medication. I was a healthy active happy person before implants.